Manufacturer narrative:
Correction: d7 ¿ date left out of original supplement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patients ipg was explanted and replaced on (B)(6) 2020 to resolve the issue.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient controller (pc) was displaying "the generator has reached end of life" error message. A manufacturer representative confirmed the issue with external devices and the ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.